Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their integra 400 plus analyzer. The customer thought there were patient results that were high. The customer checked the ise quality control results from around 4 pm and they were all out of range high. The customer recalibrated and repeated quality control, and some of the results came within range, but not all. The customer replaced the quality control material, as well as the direct and indirect calibration solutions. The customer repeated quality control with passing results. The customer provided data for 13 patients, of which four patients had discrepant results that were reported outside the laboratory. The repeat testing was performed on the same integra 400 analyzer. Patient (B)(6) initial sodium result was 150 mmol/l. The repeat result was 139 mmol/l. Patient (B)(6) initial sodium result was 150 mmol/l. The repeat result was 138 mmol/l. Patient (B)(6) initial sodium result was 154 mmol/l. The repeat result was 141 mmol/l. Patient (B)(6) initial potassium result was 6.0 mmol/l. The repeat result was 5.5 mmol/l. Patient (B)(6) initial sodium result was 153 mmol/l. The repeat result was 140 mmol/l. Patient (B)(6) initial chloride result was 118 mmol/l. The repeat result was 107 mmol/l. The repeat results were considered correct. There were no adverse events. The sodium electrode lot number was 21520667 and the expiration date was 11/16/2012. The potassium electrode lot number was 21520565 and the expiration date was 11/09/2012. The chloride electrode lot number was 21521266 and the expiration date was 09/07/2012. The field service representative found a clot on the sample probe. He replaced the sample probe b. He checked the sample and reagent mechanisms. A sample precision check was performed with results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The data provided by the customer did not allow for further investigation. No root cause could be determined. The system has been working to specification since the service visit.